Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements at routine follow-up. Review of device data indicated out-of-range measurements first occurred several months prior to the patient's follow-up in clinic. The physician elected to perform a defibrillation threshold (dft) test wherein the patient's arrhythmia was successfully converted with a 41j shock and a shock impedance value of 62 ohms was observed. Additional analysis by boston scientific technical services (ts) indicated shock impedances were out-of-range in 2 of the 3 possible shock configurations and advised additional testing considerations. At a subsequent follow up visit the device was reprogrammed to an alternate vector that exhibited in-range shock impedances. The patient continues to be monitored remotely. No adverse patient effects were reported. This system remains in service.